Event description:
It was reported that patient experienced leakage with his artificial urinary sphincter (aus). Patient underwent a revision procedure and a second cuff was added. No components were explanted.